Event description:
The reporter stated that with a battery change the pump beeped but the display would not turn on. The reporter stated that after trying multiple batteries the pump finally turned on. The reporter confirmed that there was no visible o-ring and there was no noted damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2012 with the following findings: a review of the black box showed no unexplained reboots or power issues. The pump was returned without a battery cap; a test cap was used to complete investigation. Visual inspection revealed that the battery compartment threads are worn, however the test battery cap was able to tighten securely. There were no cracks or corrosion observed to the battery compartment. A rewind, load, and prime sequence was performed with no power loss occurring. The pump was exercised for 24 hours with no power loss. The complaint could not be confirmed or duplicated on investigation.